Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The power controller was replaced. No patient information available at time of MDR filing. (B)(4).

Event description:
The hospital reported that, during a case, the screen blanked out. The clinician cycled power and completed the case. There was no reported patient injury.